Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead was found to have abnormally high pacing and shock impedance measurements. The physician suspected the rv lead was fractured. At this time, no changes have been made and the rv lead remains in service. No adverse patient effects were reported. This event will be updated once a revision procedure is performed to address the rv lead.